Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6056545. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 18 g x 30 mm bd insyte autoguard shielded IV catheter with wings did not work properly post use, although a "click" was heard, and a nurse obtained a contaminated needle stick injury. The injury was considered to be a superficial skin lesion (a scratch) and therefore, the reporting facility did not provide any medical interventions to the injured nurse. No additional information about this incident was provided.